Event description:
The information provided to sjm indicated a 25mm biocor valve was implanted on (B)(6) 2012. The patient developed aortic stenosis within 1 year and received antibiotic treatment for suspected endocarditis. The patient fainted while exercising and was admitted to the hospital. The valve was explanted on (B)(6) 2013 and significant thrombus who observed on each leaflets well as focal calcification. The valve was replaced with a perimount ease bioprosthetic valve.

Manufacturer narrative:
A final medwatch will be submitted at the conclusion of our investigation.